Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while the surgeon made the distal femoral cut and was using the ap sizing, he felt there was excessive movement of the sizing guide. He found a neutral position in the guide and drilled the holes and the case continued as normal.